Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after approximately 3 months of implant duration due to endocarditis and valve dehiscence.